Manufacturer narrative:
Customer does not have to return.

Event description:
The user facility reported that the device didn't hold pressure and inflation. There was no adverse consequences or medical intervention. The procedure was completed successfully with no clinically significant delay.